Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported there were elevated ra and rv thresholds. It was noted that when the device first was checked, neither lv or rv leads were capturing and that everything had pulled back. Outputs were set high and everything was good. It is unclear which lead this report is on. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.